Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: visual inspection: upon visual inspection at cq, it is observed that the distal alignment tab was observed to be bent and may hinder the functionality of the device. The red epoxy markings were peeled off. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. Few scratches were also observed on the surface of the device. A device failure was identified. Dimensional inspection: dimensional inspection of the device was not performed due to post manufacturing deformation. Document specification. The following documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: while a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under the CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.017. Lot: l137831. Manufacturing site: bettlach. Release to warehouse date: september 15, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure. The blade/screw guide sleeve was damaged when the blade was getting inserted from the bolt. Bearing was not being aligned. Inside of sleeve was damaged and blade inserter would not advance. Backup tfna set was used to complete procedure. The procedure was successfully completed with a two (2) minutes surgical delay. The patient status is unknown. Concomitant device reported: tfna helical blade (part# unknown, lot# unknown, quantity 1); tfna nail (part# unknown, lot# unknown, quantity 1); buttress nut (part# unknown, lot# unknown, quantity 1); aiming arm (part# unknown, lot# unknown, quantity 1); insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for complaint (B)(4).